Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm on the insulin pump during the manual prime. The drive support cap was noted to be protruded. Customer's blood glucose reading at the time of the call was 300 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during displacement test due to motor high current draw. Drive support was inspected and no anomaly was noted. However pump had missing drive support sticker, minor scratched display window, cracked case at display window corner, cracked reservoir tube lip.